Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/13/2013 with the following results: testing was unable to duplicate the complaint during the investigation. There were no alarms or errors related to the complaint in the black box or alarm history, only typical usage was observed. The users tdd add up correctly. Pump passed a 29hr flow accuracy test successful. The last bolus and the last basal delivery were recorded on (B)(6) 2013. The black box shows the pump was suspended on (B)(6) 2013 18:50; deliveries resumed (B)(6) 2013 19:50. Pump was also suspended on (B)(6) 2013 10:26; deliveries resumed (B)(6) 2013 11:44. Unrelated to the complaint, observed a pinkish contrast on the display screen. Removed the pump cover and inserted a new test screen. The test screen powers on to the verify screen with normal contrast and no discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on (B)(6) /2013 the patient was admitted to the hospital in the ICU due to high blood glucose (bg). The reporter noted the following sequence of events. The patient¿s bgs were fine on the evening of (B)(6) 2013, at 159 mg/dl after a site change. The patient¿s bg upon waking early the next morning was 383 mg/dl with small ketones. A correction bolus was delivered and about six hours later the patient¿s bg was 408 mg/dl with large ketone. Another bolus was delivered and the site was changed. The afternoon of (B)(6) 2013 the patient¿s bg was reportedly 448 mg/dl with moderate to large ketones and the patient was reportedly pale, lethargic, and glossy-eyed. The patient was reportedly taken to the ER where the site was removed and no issues were found with the site or set. The patient was reportedly admitted to the ICU and was kept on the pump but was also given insulin injections every one to two hours. The patient¿s bg reportedly remained at 300 to 400 mg/dl. The reporter noted two bg readings that had returned to normal range during hospitalization: one at 2:49 am of 87 mg/dl, and one at 3:41 am of 73 mg/dl. The patient was reportedly given a half a sandwich after the 73 mg/dl reading, and about 3.5 hours later his bg was 315 mg/dl. The reporter noted that corrections via the pump had been given several times with no change to bg. The reporter stated that the healthcare provider (hcp) felt the pump was not working properly and wanted the pump reviewed and replaced. The reporter denied any weight changes. The patient had reportedly eaten a cinnamon roll on (B)(6) 2013 but his bgs were normal that evening. The pump settings were reportedly reviewed by the patient¿s hcp on (B)(6) 2013. The patient reportedly does not use the advanced features. Customer technical support reviewed the pump with the reporter and found all settings and histories to be correct. There was no pump defect found on troubleshooting, however the pump was replaced per the hcp¿s request. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention and the allegation by the hcp that the pump was not delivering correctly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.